Event description:
Oec 9900 elite cardiac configuration; purchase new; installed (B)(6) 2009. Communication failure warning followed by control panel error. Failure of fast stop switch - unable to stop generation of x rays. Only way to stop x ray generation was to turn off the machine. Procedure discontinued; patient awakened from anesthesia. Reason for use: interventional stenting procedure.